Event description:
It was reported by service report that the cot was inoperable in both manual and power modes due to lack of fluid in the hydraulic assembly. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Hydraulic sub-assembly.